Event description:
The customer reported that the system did not display an image. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep repaired the monitor. The system operates as intended.